Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was hospitalized due to diabetic ketoacidosis. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was used auto mode feature at the time of high blood glucose event. Date of hospitalization was (B)(6) 2020. Duration of hospitalization was one day. Blood glucose level at the time of hospitalization was 343 mg/dl. Insulin pump will be returned for analysis.